Event description:
Health professional reported left side "rupture suspicions". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device has a broken shell, missing shell, dark ring and creases. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified an opening in the shell with sharp edges and stress marks assessed as surgical impact opening, and broken sharp. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with stress marks due to surgical impact opening. -one sharp edge broken in the side posterior assessed as unidentified (tear) opening. -missing shell assessed as inconclusive. .

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "rupture suspicions". Device was explanted.